Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuos and moderately calcified distal left anterior descending artery (lad). A 2.75x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The guide catheter was changed to backup type and the device was re-advanced, but still unable to cross the lesion. The stent got flared and the device was removed. The procedure was completed with a 2.75x20mm synergy stent. No patient complications were reported.